Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event on (B)(6) 2016. The sensor was inserted at the abdomen on (B)(6) 2016. Patient's mother reported that at 3:30 am she checked on the patient and found him unresponsive in his bed, and the patient's cgm was reading 125 mg/dl. Patient's mother gave the patient a glucogon injection and called paramedics. When paramedics arrived, they administered an IV to the patient. Patient's mother stated that the patient did not go to a hospital because the patient's blood sugar was stable. The patient's finger stick bg value at the time of the event is unknown. At the time of contact, patient is stable. No additional patient or event information was provided.